Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and abdominal pain ("chronic abdominal pain"). The patient was treated with surgery (hysterotomy. (Full),salpingectomy.(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain and psychological trauma to be related to essure. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received : case become incident. Unspecified event "injury to herself" was updated to more specific events : menorrhagia (heavy menstrual bleeding), chronic pelvic pain, chronic abdominal pain, psych injury. Reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff didn¿t undergo an essure confirmation test". Concomitant products included paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/psychological or psychiatric problems condition: depression"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("chronic abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hyseroctomy. (Full),salpingectomy.(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and vaginal haemorrhage had resolved and the depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of vaginal hemorrhage updated as recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff didn¿t undergo an essure confirmation test". Concomitant products included paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/psychological or psychiatric problems condition: depression"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("chronic abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterotomy. (Full), salpingectomy.(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the depression, vaginal haemorrhage, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 10-jan-2020: pfs received. Events per pfs: vaginal bleeding, depression and mental anguish (clubbed with psychological trauma), dysmenorrhea, device monitoring procedure not performed were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.